Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause was not known. Customer consumed apple juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that an occlusion alarm occurred, customer changed supplies to address the issue. Customer's blood glucose was 119 mg/dl.